Event description:
Per the audiologist, the pt reported a decrease in sound quality when using the cochlear implant system. The pt also reported severe facial nerve stimulation when using the cochlear device. Results of an integrity test done in 2008, showed the receiver/stimulator was functioning within specs. The pt's device was explanted two months later, and a new device was reimplanted during the same surgery.